Manufacturer narrative:
Investigation included gathering event details from the patient and healthcare professional and performing user education. Investigation of this case revealed use-related interruption of insulin delivery due to the device being left disconnected. It was concluded that the event was related to user handling with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient disconnected the ilet overnight to charge it, fell asleep without reconnecting, and subsequently experienced hyperglycemia that progressed to diabetic ketoacidosis requiring hospital treatment with exogenous insulin and intravenous fluids; the patient later resumed ilet use and reported no further concerns, and blood glucose was stable at follow-up. Symptoms included fatigue, nausea, vomiting, headache, and thirst. Outcomes included hospitalization and clinical recovery with therapy, followed by continued device use.